Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a plate broke post operation. Synthes (B)(4) received a complaint from the hospital in (B)(6). Item: 423.591, lot. 2673806, implant date: (B)(6) 2013, patient age: (B)(6), event date: (B)(6) 2013. The plate was broken and the patient had a nonunion radial. The plate is available in the hospital. This is report 1 of 1 for (B)(4).